Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation alleges that patient experienced pain around the hip joint, difficulty walking, muscle and bone separation and swelling. Update after review of the medical records, the revision surgery notes metallosis, and the patient dislocated once. Update in addition to what was previously alleged, ppf alleges metal wear and loosening of cup. Doi: (B)(6) 2007- dor: (B)(6) 2015 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.